Event description:
It was reported that the user accidentally removed the infusion set, the sensor stopped working, and the pump entered bg run mode after a new dexcom g7 was started without pairing to the pump. During remote guidance the user initially deployed the inset infusion set incorrectly, damaging the set, then successfully inserted a replacement and entered a blood glucose of 389 mg/dl, with dosing warnings present. Symptoms included hyperglycemia and irritability. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved the cannula/infusion set with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.